Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin, 10 units of novolog (morning and evening) and 30 units of lantus (evening) and took her normal dosage of medication in response to the reported issue. On (B)(6) 2011 at 11:00pm, the patient claimed that she developed symptoms of "headaches, nausea, vomiting, and cold sweats". The following day, at 1:00pm, the patient went to urgent care where she was tested on their meter (unknown device) and obtained a result of "444mg/dl" and was shortly administered with lantus (unknown dose). During troubleshooting, the cca determined that the batteries did not need replacement and the test strips were expired. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.